Event description:
It was reported that implantable pacing lead (ipl) implant procedure, no abnormity noticed during inspection prior to use, the lead tip was confirmed retracted after the external test. During the operation, the lead tip jumped out and could not be screwed out or retracted. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, and the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant, and the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.